Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had left side si joint arthrodesis in 2018 where three implants were installed. The patient later reported to a different surgeon with a recurrence of si joint pain symptoms. The surgeon thought that the caudal positioned implant may have been loose. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the caudal positioned and filled the explant void with bone graft. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.